Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after putting on the instrument arm drape and docking, customer attempted to rotate the instrument insertion part to change the camera direction, but it did not turn. Customer took off and put on the drape several times, but it did not turn the same way, so I took out a new drape and put it on again. There was no notification window or warning sound during the first draping process. The procedure was completed with no reported injury.